Event description:
Patient representative reported "swelling deformation", "presence of seroma and capsular contracture", "after explanting surgery a capsular contracture with chronical inflammation was confirmed", "patient is afraid about the possibility to have alcl in the future. This leads to depression", "patient noticed "small bubbles", also diagnosed via MRI and mammography: "double-bubble, painful animation deformity", later via MRI and mammography "show periprosthetic liquid accumulation both sides". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported "swelling deformation", "presence of seroma and capsular contracture", "after explanting surgery a capsular contracture with chronical inflammation was confirmed", "patient is afraid about the possibility to have alcl in the future. This leads to depression", "patient noticed "small bubbles", also diagnosed via MRI and mammography: "double-bubble, painful animation deformity", later via MRI and mammography "show periprosthetic liquid accumulation both sides". This record is for the right side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and inflammation/irritation.

Event description:
Patient reported baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.